Event description:
A customer observed discordant ahbc results on multiple patient samples between the vitros ahbc assay and comparative testing on a non- j&j method. The results were reported to the physician who questioned them. A false negative result may lead to inappropriate physician action. There was no report of patient harm as a result of this event.